Event description:
(B)(6) 2021, observed for short interval counter elevation, nst event, vt monitoring zone detection. This lead was capped due to noise and sensing issues.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for approximately 58 months and 22 charging cycles were recorded to the devices memory. The memory content of the ICD was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device was fully functional. There was no indication of a device malfunction.